Event description:
Patient ID: (B)(6).

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology. The patient effect of recurrent mr was due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The mitraclip was explanted and not reported as returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda), requiring surgical intervention. It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr) underwent a mitraclip procedure, with implantation of one clip, reducing the mr from grade 4+ to grade 2+. On (B)(6) 2019, transthoracic echocardiogram (tte) was performed. It was noted that the mr had increased to grade 4+ and a single leaflet device attachment (slda) had occurred. On (B)(6) 2019, the patient underwent mitral valve replacement. On (B)(6) 2019, the event was noted to be resolved. No additional information was provided.